Event description:
The customer reported artifact on the pads ECG waveform. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported artifact on the pads ECG waveform. There was no report of negative pt impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.